Event description:
A customer contacted baxter's technical svc ctr to request assistance repriming the pt line with the homechoice (hc) machine. The tech svc rep (tsr) explained the reprime procedure to the caregiver (cg). The cg states that she reviews the therapy log every night and the home pt (hp) has a total volume of 3300 ml. According to the cg, the therapy log from two nights ago indicated the total fill volume was 3498 ml. According to the cg, the hp is also getting a last fill volume sometimes of 10 or 15 ml when her programmed last fill is 0 ml. There was no pt injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Add'l PMA/510k #: k923065.